Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) ground bond failure test. Further evaluation indicated that resistance was within specifications and there was no contamination on the main ground bus endpoint connections. The cause of the ground bond failure was undetermined. If additional relevant information is received, a follow-up will be submitted.